Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) 2.0 mg/ml at 0.2501 mg/day and bupivacaine 10 mg/ml at 1.25 mg/day via an implantable pump. It was reported that the patient had a pump implanted approximately four weeks ago. The patient was involved in a motor vehicle accident yesterday and as a result, his pump incision opened up. The hcp said she had no concerns with the pump but elected to replace it today. The issue resolved at the time of this report.